Manufacturer narrative:
System components: pump model- 72404310, lot sn- (B)(4). Reservoir, model- 72404161, lot sn- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a leak in the pump and cylinder connection tube. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a leak in the pump and cylinder connection tube. A patient outcome of stable was reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 was performed within specification. Cylinder 2 had a leak near proximal cylinder body, attributed to fatigue and undetermined wear. Product analysis confirmed the reported events. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported fluid leak but identified a pump malfunction. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Product analysis did not identify a device malfunction. An investigation conclusion code of cause traced to component failure was chosen, as the reported events were traced to a cylinder leak through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation. System components pump. Model- 72404310. Lot sn- (B)(6). Reservoir. Model- 72404161. Lot sn- (B)(6).